Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been hospitalized for seven days due to diabetic ketoacidosis. The customer stated that she did not believe that the insulin pump was functioning properly. Blood glucose level at the time of the incident was not provided. The call was dropped before additional information was provided. The insulin pump was not replaced or returned for analysis.